Event description:
It was reported that the generator was discarded by the explant facility.

Event description:
Clinic notes were received for a generator replacement referral, which reported that on (B)(6) 2016 the patient visited the clinic for a vns adjustment secondary to increased seizures. Notes from a visit dated (B)(6) 2013 provided the patient had been seizure free for about 2 years. She had a seizure and sustained a dislocation of her right shoulder. The off time was decreased to 1.1 minutes from the previous setting of 1.8 minutes. The generator was replaced prophylactically (B)(6) 2016. Additional relevant information has not been received to-date.

Manufacturer narrative:
It was inadvertently provided in the event description that the date of replacement was (B)(6) 2016, when it was intended to be provided as (B)(6) 2016.

Event description:
Follow-up to the physician's office revealed that the increase in seizures was not related to vns therapy. The explanted generator has not been received by the manufacturer to-date.